Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 500 mg/dl, and the acetone level went up to 3.1 mg/l for an undisclosed time wearing the pod. The reporter stated there seemed to be a blockage in the cannula, and it appeared bent. There were no error messages or alerts, and the cannula inserted well into the skin, but no insulin seemed to be flowing through the cannula. On (B)(6) 2025, the patient was taken to the emergency room as they were experiencing headaches, nausea, dizziness, thirst, and frequent urination. The patient was diagnosed with hyperglycemia and was treated with medication for vomiting and headaches. The patient was at the hospital from noon until 4:00 pm. The patient¿s mother had placed a new pod prior to going to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a blocked/bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the soft cannula did not find it damaged, bent, or kinked. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.